Manufacturer narrative:
Medications: aspirin, and lisinopril. The review of the manufacturing paperwork verified that this lot met all pre-release specifications.

Manufacturer narrative:
Addition the device was returned to gore for evaluation. Per gore engineering the device evaluation showed the following: leading olive damaged at the stitch holes and no anomalies seen on deployment line. The findings from the evaluation are consistent with the physician¿s observations that the device was difficult to deploy. The root cause for the difficulties in deploying could not be determined with the currently available information.

Event description:
On (B)(6) 2014, the patient was implanted with gore® excluder® aaa endoprostheses to treat an abdominal aortic aneurysm. It was reported that the physician was implanting an aortic extender endoprosthesis to treat an intra-procedure proximal type I endoleak. The physician was pulling the deployment line and a third of the way through deployment there was resistance. The physician continued to pull the deployment line with force and the device deployed ¿at a strange angle¿. The physician ballooned per IFU, the endoleak was resolved. The patient tolerated the procedure.